Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the positioning of the subject stent and the catheter, the vessel was ruptured resulting in hemorrhage requiring unspecified medical intervention. No further information is available.

Manufacturer narrative:
Concomitant products grid: updated. The device history record review could not be performed because the batch remains unknown. The device was not available for analysis. However, vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during the positioning of the subject stent and the catheter, the vessel was ruptured resulting in hemorrhage requiring unspecified medical intervention. No further information is available.